Manufacturer narrative:
(B)(4). Batch # p5790x. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received with the cartridge deck damaged and with 10 drivers up with the swing tab in locked position, which indicates that the instrument's firing cycle was interrupted. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the reload. In addition failure to complete the stroke may result in incomplete staple line.for additional information please refer to the instructions for use. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge sled pushing the driver to continue its run. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a colectomy the device jammed. A second like device was used to complete the procedure. There were no patient consequences reported.